Event description:
A dual chamber implantable cardioverter defibrillator (ICD)system was returned to the manufacturer from an unknown source with no information. The two leads accompanying the device were competitive products. Further review of the manufacturer's database indicated the patient died approximately four months post the ICD implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. A cause of death will not be received.